Event description:
It was reported that pacing was inhibited due to fracture. Patient is pacemaker dependent. Pacing lead impedance has increased. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.